Event description:
A doctor reported that pieces of lint were removed from the pt's eye, including one partially inside the wound. Procedure was completed with no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is one of two complaints reported for this issue for this custom pak lot. Review of the device history record indicates the order was built to specification. A partial pak was returned; blue fibers were observed on the gauze. Microscopic comparison of the fibers matched the blue cotton towels. The pak's drawing was reviewed; one stack of gauze is placed inside a sponge bowl and blue towels are placed on top. The customer should consider changing to a synthetic towel. The root cause for this complaint is fibers from the blue cotton towel. Alternate samples of towels have been sent to the customer for evaluation. (B)(4).